Event description:
It was reported that the energy was low. There was no patient involvement.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported low power was not confirmed. The fse found that the device's optical path test was normal, and all other functions tested normally, and recommended the customer to check the debris shield and fiber optic cable before the procedure. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Event description:
It was reported that the energy was low. There was no patient involvement.